Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via op notes and radiographs. Radiographs show periprosthetic femur fracture with loosening and subsidence of the femoral component. Revision op notes demonstrated that the patient was revised due to periprosthetic fracture. Review of the device history record(s) for identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 12-115121-cer bioloxd mod hd 36mm-2986047, 010000860-g7 neutral e1 liner 36mm-6535319, 010000663-g7 acetabular shell-6578967, 00625006530-bone screw 6.5x30-64596049, 00625006550-bone screw 6.5x50-64348074. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded device.

Event description:
It was reported the patient underwent a revision procedure approximately one-month post implantation due to a periprosthetic fracture. During revision the femoral stem was grossly loose within the fracture hematoma, removed without difficulty. Attempts have been made and additional information on the reported event is unavailable at this time.